Event description:
The clinic did not register the patient to the device at the time of device application. The ECG report was delivered to the physician with incorrect patient identification. The ECG report was corrected. Patient did not receive diagnosis or clinical therapy from the incorrect report.

Manufacturer narrative:
Evaluation summary: the clinic's patient-device registration process is not completed by the clinician at the time the device is applied to the patient. This process has inherent delays causing the possibility of incorrect patient registration to the device. The clinic's patient registration process is not considered best practices by the manufacturer.